Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided; however, best estimate is (B)(6) 2017. If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that following the implantation of the intraocular lens (model zct100 +22.5 diopter), the patient developed toxic anterior segment syndrome (tass). Reportedly, treatment for tass was administered accordingly. The lens remains implanted. The site is also performing an investigation. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.